Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 23 previously reported events are included in this follow-up record. Product return status 22 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 17 reported events were confirmed. 5 reported events were not confirmed. Evaluation results 15 devices were found to be affected by a hole in the hose. 5 devices had no problem found. 1 device was found to be affected by a worn dynamic seal 1 device was found to be affected by a damaged swivel

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 21 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 23 previously reported events are included in this follow-up record. Product return status 21 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 16 reported events were confirmed. 5 reported events were not confirmed. Evaluation results 14 devices were found to be affected by a hole in the hose. 1 device was found to be affected by a worn dynamic seal. 1 device was found to be affected by a damaged swivel. 5 devices had no problem found.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 21 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 21 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 23 previously reported events are included in this follow-up record. Product return status 23 devices were received. Event confirmation status 17 reported events were confirmed. 6 reported events were not confirmed. Evaluation results 15 devices were found to be affected by a damaged exhaust hose or hole in the exhaust hose. 1 device was found to be affected by a worn dynamic seal. 1 device was found to be affected by a damaged swivel. 6 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 14 devices were received. 9 device investigation type has not yet been determined. Event confirmation status: 13 reported events were confirmed. 1 reported events were not confirmed. Evaluation results: 11 devices were found to be affected by a hole in the hose. 1 device was found to be affected by worn components. 1 device was found to be affected by a damaged internal component. 1 device had no device problem found. Additional information: 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 21 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.